Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. On an unreported date (reported as recently), the patient was hospitalized for the event and was discharged. The patient received unspecified medications for the event in their pd solutions. The patient¿s outcome were not reported. The action taken with pd therapy was not reported. No additional information is available.